Manufacturer narrative:
Additional information: b5: event description; b7: relevant history. According to the gore® dryseal flex sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
Additional information was reported that there was calcification and the vessel condition was not good.

Manufacturer narrative:
Device was discarded at the facility and was not available for analysis. Additional information was requested but was not available. According to the gore® dryseal flex sheath instructions for use (IFU), do not attempt to advance or withdraw devices if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient. Verify the vessel is of adequate diameter and tortuosity to accommodate the introducer sheath. Upon removal of the sheath, precautions should be taken to prevent bleeding, vessel damage, or other serious injury. Additionally, the IFU states, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair for thoracic aortic aneurysm using a gore® dryseal flex sheath. Reportedly, there was a pre-existing bare metal stent in the right iliac artery. Plain old balloon angioplasty (poba) was performed against the stent, and the physician attempted to insert the 22 fr sheath. Resistance was felt and it was unable to advance the sheath, so poba was performed again. The physician managed to advance the sheath to the intended position, and endoprostheses were deployed without issues. A localized dissection of the right external iliac artery was confirmed, and it was considered that the dissection occurred during advancement of the sheath. No treatment was performed for the dissection, and the procedure was completed. The patient tolerated the procedure and is being monitored.